Manufacturer narrative:
E1: initial reporter phone #:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, tubes were pushed off of the cannula on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-apr-2025. Investigation summary "bd received 100 samples for investigation. Ten (10) of the returned samples were evaluated by functional testing, each used to draw water with 6 tubes each and the indicated failure mode for tube push off with the incident lot was not observed as these samples all met specifications. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw water with 6 tubes each and the indicated failure mode for tube push off with the incident lot was not observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, tubes were pushed off of the cannula on an unspecified number of units. No adverse impact was reported regarding the patient or user.